Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's blood glucose (bg) level was 548 mg/dl - "high"; specific value not provided. Customer administered a manual injection to address bg. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.